Event description:
The patient received his scs system, including a neurostimulation receiver, on (B)(6) 2002. It was reported, the receiver will be explanted and replaced due to a loss of stimulation. The physician has decided he will explant and replace the receiver. It is currently unknown if the explanted device will be returned to the manufacturer for analysis. The lot number was not available; therefore, the manufacturing and expiration dates could not be provided in this report. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.